Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 694765 implantable tachy lead, (B)(6) 2008; 5076-58 implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that there was a possible header/setscrew issue on the lv (left ventricular) port, with lv impedances varying intermittently between high and normal values. Upon device changeout, the lv lead was found to have stable, normal impedance, with no issues noted visually or via fluoroscopy. The device was explanted and replaced, and the lead left in the body with lv pacing turned off. No patient complications have been reported as a result of this event.